Manufacturer narrative:
This MDR was identified as requiring submission during a two year retrospective review. This complaint was opened as a duplicate to submit the MDR due to a pathway error. The initial report number was (B)(4). Failure analysis (fa) received a vela front panel assembly and conducted a visual inspection. The front panel was installed into a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays with red colors. Performed display calibration. Touch display interaction was successful and can be calibrated. The unit was allowed to run for 1 hour until failure where the screen blanked out. Lcd display was then substituted with a working lcd display and powered up with correct user-patient displays. The reported problem was duplicated. The failure was isolated to the lcd display backlight led that is degrading. The vela front panel assembly was scrapped. No patient involvement was indicated.

Event description:
The customer is requesting fsd indicating the touchscreen display is dark on cycle on the leds are lit and audible alarm is present during pre-use check . No patient involvement was indicated. Field service replaced front panel and unit passed all tests.

Manufacturer narrative:
(B)(4).